Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a sudden onset of supraventricular tachycardia occurred which resulted in inappropriate detection, and inappropriate therapy delivered to the patient. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.